Manufacturer narrative:
In the case description, the user mentioned that the pdm was getting hot and not holding charge for longer than one hour. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. The pdm was not felt to get hot during charging. Inspection of the android log files found no evidence of the pdm overheating around the date of occurrence. The logs showed that the pdm battery remained within the operating temperature specification for the duration of use. The pdm did not overheat during the investigation. Inspection of the android log files found the pdm battery to last at least 24 hours before being plugged in. Based on the charge of the pdm battery when plugged in and the rate of battery discharge, the battery would last for the 48 hours required after a full charge. The pdm was paired with an unused pod and used under typical use conditions for 48 hours after the full charge. The pdm battery was able to last for the 48 hours required by the product requirement specifications. No evidence of increased battery drain was observed during the test. The pdm battery was found to function as intended during the test.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports while charging their personal diabetes manager (pdm) it is over heating. In addition the patient reports the pdm is only holding a charge for 1 hour.